Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with an intuitive product. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no fragment missing. The instrument had a broken wire. There was no functional issue. The instrument was exchanged to end the procedure. There are no images for review.